Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the reported "whenever the battery is touched the device powers off" which was not reproduced during evaluation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced whenever the battery is touched the device powers off. There was no patient involvement. No additional information is available.